Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the doctor was having problems with tightening the screws to tighten the lateral bars on the clamp. They cannot get the screw all the way through the hole, it seems like it is a specific area in the threaded hole.

Manufacturer narrative:
The reported incident that 5 hole pin clamp hoffmann 3 ø4/5/6mm was alleged of issue s-43 (assembling issue) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by overtightening. The functional inspection confirmed the failure mode: even if possible to tighten the screws for post holding, it is hard and this is not normal behaviour. During functional testing, it was shown that the screwing starts to get harder when the screw reach the second part of the threaded hole. No matter which side we put the screw in, the first half is always smooth but the second half is not. This means that screws and threads are correct but both threads are not aligned properly: this creates the difficulty to insert the screw. When the screw is reaching the second half and is engaged in both threads at the same time, force is needed to "re-align" both threads in order to allow the screw to continue its insertion. This misalignment can only be created by deformation of the device by overtightening the screw on this hole. Experience and complaints history showed that this overtightening is often done when disassembling and reassembling the device for cleaning and reprocessing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the doctor was having problems with tightening the screws to tighten the lateral bars on the clamp. They cannot get the screw all the way through the hole, it seems like it is a specific area in the threaded hole.